Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient was also placed on extracorporeal membrane oxygenation (ECMO) and a temporary pacer. The patient experienced a gastrointestinal bleed(gi). The patient had been supported with heparin in the purge. The patient continued on support until the device was weaned. The patient outcome was noted to be stable.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The pump was not returned for investigation. Clinical information provided is very little and not sufficient to investigate the complaint. Therefore, the root cause of the vascular damage issue was not determined since product was not returned and insufficient clinical information was provided.